Manufacturer narrative:
Device evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. The unit had a cracked tank cover, faded line cord, and an outdated pcb and power switch. The investigator filled the tank with water, attached temperature check fixture, plugged in the line cord, and turned on the power switch. The customer reported product problem (failed to heat up) was reproduced during testing. The product problem occurred due to a faulty heater. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the device won't raise the fluid temperature to specified temperature. No adverse effects to patient reported.